Manufacturer narrative:
(B)(4). Concomitant medical products: tm patella, item # 00587806532, lot # 63911343. Customer has indicated that the tm patella remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent an initial right knee procedure on (B)(6) 2018. Subsequently, the patient was revised on (B)(6) 2018 due to infection. Tm patella is the only tmt design controlled part.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Device history record (DHR) review of item # 04-211-32101 / lot # 63911343, indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Tm patella remains implanted, therefore only a device history review was performed. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays or photos were not provided. Requests for more information were conducted through diligence log. No further details were made available. In conclusion, based on the investigation results, it is not suspected that the tm patella failed to meet specifications. The investigation could not verify or identify any evidence of the tm patella contributing to the reported infection. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Tm patella remains implanted.

Event description:
It was reported that a patient underwent an initial right knee procedure on (B)(6), 2018. Subsequently, the patient was revised on (B)(6) 2018 due to infection. Tm patella is the only tmt design controlled part.